Event description:
Customer reported to beckman coulter inc. That the unicel dxc 600 synchron system cap piercer is leaking while washing the blade. The customer attempted to resolve the issue by replacing the cap piercer blade and wick, however, the issue persisted. The leak was contained to the instrument. No erroneous results were generated. There were no changes to the patients care or treatment. A beckman coulter field service engineer was dispatched to the site to evaluate the system.

Manufacturer narrative:
A beckman coulter field service engineer (fse) visited the site and evaluated the system. The fse identified and cleared an obstruction in the cap piercer waste tubing by flushing bleach through the line. Service activity performed is verified to meet the specified requirements per established procedures. Results meet published performance specifications. (B)(4).